Manufacturer narrative:
The returned device was evaluated. When powered on, some of the led segments failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The system board was replaced and the device functioned as designed. The failure was isolated to the led modules on the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing led segments on the device. No patient impact or consequences were reported.